Manufacturer narrative:
D4: UDI and expiration date are currently unknown. H4: the manufacturing date is currently unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. During support, the patient's left extremity was cold to the touch indicating limb ischemia, and it was difficult to find a pulse. It was reported that due to the patient being heparin resistant, argatroban was utilized in the purge. Subsequently, the device was explanted, and the patient expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.